Event description:
In 2007, this patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. The physician unintentionally covered the right internal iliac. After ballooning the contralateral leg component, "blood flowing around the graft" was observed. The endoprosthesis was relined with another contralateral leg component. Blood was still noted. A retro-peritoneal incision was made to ligate the right internal iliac. The procedure was successful. The following day, the patient presented with renal and liver infarction, and was not making urine. The patient expired two days later. No autopsy was performed; therefore, no explants are available for analysis. No films will be sent to gore.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices used in this procedure. Pxc181400/04725124, pxc201400/04788264.